Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate shocks due to noise and oversensing in the right ventricular (rv) channel. No other information was provided. Approximately seven years after being implanted, this crt-d was explanted. No adverse patient effects were reported.